Manufacturer narrative:
No button error and or unexpected low battery out limit alarms noted during testing. The insulin pump was received with intermittent button response due to corroded keypad traces. The device passed self test. All operating currents are within specification. The device had cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, and missing end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported by the customer that their insulin pump was alarming button error and the keypad was unresponsive to user inputs. Advised customer to discontinue use of device and revert to back up plan. Customer stated they do not recall any significant events that led to the alarm or if the device was dropped. Customer's blood glucose level was not provided at time of reporting. Nothing further reported.